Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, technical support arranged replacement pump, instructed customer to place pump in storage mode, and requested return of affected pump using prepaid label.